Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery due to a left thalamus lesion associated with hydrocephalus on (B)(6), 2015. According to the report, the device was found to be leaking intraoperatively. It was reported that the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux and pre-implantation testing. However it did not meet the requirements for siphon and pressure flow testing. Proteinaceous debris was observed in the interior and on the exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid siphoning. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a large tear observed in the top of the proximal occluder. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ the IFU that accompany the device caution also that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.